Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the seals on all trocars leaked air throughout case. Case was finished with same trocars. There was no consequence to the pt.